Event description:
Pt had a rollator in (B) (6), he sit down on it to rest when the seat split right in half. When the seat gave way, it pinched his bottom and the back of his legs. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: severe rotoscoliosis; copd.